Event description:
It was reported that during a spinal surgery, two burs twisted and broke. It was also reported that there was a fifteen minute delay to change burs as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully. This report is for the second bur that broke. It was subsequently determined upon evaluation of the returned devices, that only 1 bur broke and 1 bur was bent. This report is for the bur that broke.

Manufacturer narrative:
Investigation results indicate that the bur shows signs of heat marks and wear markings consistent with bearing malfunction of the attachment. It is possible that a bearing malfunction/failure has caused the part to break. It was subsequently determined upon evaluation of the returned devices, that only 1 bur broke and 1 bur was bent.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a spinal surgery, two burs twisted and broke. It was also reported that there was a fifteen minute delay to change burs as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully. This report is for the second bur that broke.